Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: journal of obstetrics and gynaecology, february 2011; 31 (2): 111¿117; doi: 10.3109/01443615.2010.542512. (B)(4).

Event description:
It was reported via journal article: title: "transabdominal cervical cerclage in triplet pregnancies and risk of extreme prematurity and neonatal loss," author(s): j. E. Sumners, e. S. Moore, c. J. Ramsey & m. K. Eggleston. Citation: journal of obstetrics and gynaecology, february 2011; 31 (2): 111¿117; doi: 10.3109/01443615.2010.542512. The purpose of this retrospective cohort study was to compare gestational age and incidence of extreme pre-term delivery among triplet pregnancies who underwent a prophylactic transabdominal cerclage (tac) to those who underwent a prophylactic transvaginal cerclage (tvc) and those that did not have a cerclage. Between 1989 and 2009, 141 female patients who had triplet pregnancies were included and allocated into three groups: patients who had tvc procedures (n=60), patients who had tac procedures (n=31) and patients who did not have a cerclage (n=50). In patients who had prophylactic tvc, utilized a modified mcdonald technique with one or more large no. 2 ethibond sutures. In patients who had tac procedures, opposite ends of a 5mm mersilene band were drawn through and tied anteriorly. Two patients who received a prophylactic tvc had subsequent failure of the cerclage and underwent rescue tvc (n=1) and rescue tac (n=1). In prophylactic tac, one patient had erosion of cerclage tape through the lateral upper cervical wall occurring with labour at 33 weeks followed by an uneventful caesarian delivery and defect repair, with survival of all babies. Other complications included chorioamnionitis (n=2 tac, n=2 tvc) and premature rupture of membranes (n=7 tac, n=8 tvc). It was concluded that in triplet pregnancies, prophylactic placement of a tac appears to lower the incidence of delivery before 28 weeks.